Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 34-year-old hispanic female who underwent a breast augmentation primary with a mentor memorygel , 455cc silicone prosthesis experienced left-sided silent rupture post procedure. The issue was diagnosed by cat-scan examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Additional information received on may 15, 2024 indicated that the rupture was confirmed by the MRI examination. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on may 22, 2024 indicated that the date of implantation update to (B)(6) 2016. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on may 23, 2024 indicated that the patient scheduled for bilateral replacements with unspecified implants on (B)(6) 2024. Reason for device explant and/or reoperation: silent rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Follow up: (3) mistakenly missed reporting the following: the patient was in car accident on 6/23. The seat belt damaged her left breast causing pain and an indentation on pec muscle when flexing. Patient was not wearing bra. The MRI examination confirmed the damage and rupture. As a result, patient scheduled for bilateral capsulectomy and bilateral replacements with unspecified mentor gel. H6 health effect - clinical code e2402: chest injury, symptomatic rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per additional information received on july 18, 2024, indicated that the replacement devices were sn: (B)(6). Sides were not reported. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on july 23, 2024, indicated that the patient also underwent right breast capsulorrhaphy, and placements of bilateral replacement implants as follow: cat: shpx535, l/(B)(6), r/ (B)(6) manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on august 09, 2024: the product was returned to mentor for evaluation. Mentor conducted the visual inspection. Visual analysis of the returned sample revealed that the smooth uhp 455cc breast implant was ruptured. The evaluation determined that the possible cause of the rupture is the trauma experienced. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of gel-filled mammary prosthesis. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Manufacturer¿s reference number: (B)(4).